Manufacturer narrative:
Findings: unable to downloaded unit to carelink due to several a47 alarms at the alarms history file. A47 alarms due to a corrupted history file. No cosmetic damage noted.

Event description:
It was reported that the insulin pump experienced a history anomaly. Customer's blood glucose levels were not included in the report. Nothing further was reported.